Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: the returned battery cap was able to secure to the pump, however the pump would not power on. The allegation of an intermittent power issue could not be adequately investigated. The battery cap contact height was found to be out of specifications; however the contact width was within specifications. The battery compartment was cracked and there was moisture corrosion observed inside the battery compartment. Leak testing revealed a leak at the battery compartment crack. The pump casing was removed and no internal defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly the pump had an intermittent power issue and there was moisture/corrosion in the battery compartment. The reporter noted that there was no damage to the battery cap or battery compartment and that the battery cap's yellow o-ring was not visible at the time of the power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.